Manufacturer narrative:
Pump received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and the numbers cannot be read. Customer does not recall any significant events leading to the error. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting was done for display but the customer was advised that the device would be replaced and to return the product for analysis.